Manufacturer narrative:
The patient's age is unknown; however, per the study inclusion criteria, the patient was over 21 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. This event was also reported to the FDA in a (B)(6) postmarket study status report. (B)(4). The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2014, the patient was implanted with an uphold lite mesh as a participant in the study of uterine prolapse procedures - randomized trial (super study). It was reported to boston scientific corporation that on (B)(6) 2014, the patient experienced de novo stress incontinence (subjective). This event was assessed as "mild" in severity, and relation to the device/procedure was assessed as "possible". On (B)(6) 2015, the patient sought medical attention for worsening stress incontinence. This event was assessed as "moderate" in severity, and relation to the device/procedure was assessed as "possible". The incontinence remains unresolved as of the last patient visit on (B)(6) 2016. On (B)(6) 2016, the patient experienced a urinary tract infection (uti). The patient was given amox.-clav (amoxicillin-clavulanate) for 10 days, and the uti was resolved on (B)(6) 2016. This event was assessed by the study investigator to have "moderate" severity and "possible" relation to the uphold device/procedure.